Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm on (B)(6) 2015. The proximal aortic neck measured 37 mm in length and the diameter ranged 25, 23.5, 25, 26, 28 mm. The right common iliac artery measured 19, 17.5, 16 mm in diameter and 15 mm in length. The left common iliac artery was aneurysmal and the aneurysm measured 55 mm in diameter. The right femoral artery measured 9 mm in diameter. The main body was on the right with a 16/10/199 endurant limb on the right. When final angiography was performed during the index procedure there was no issue. It was reported that the post-operative CT on an unknown date confirmed a retrograde type b dissection near the superior mesenteric artery. Per the physician, the cause of the dissection remains unknown; the vessel did not seem to be vulnerable, and there was no excessive pressure by the balloon. No intervention was planned and the patient will be monitored.

Event description:
Per the physician's statement it was confirmed that the lumen is mostly thrombosed, but the area where the endurant barb is located has a false lumen.